Event description:
Discordant alkaline phosphatase (alpamp), total bilirubin (tbil_2), direct bilirubin (dbil_2) and aspartate aminotransferase (ast) results were obtained on an advia 1800 for one pt. The results were reported to the healthcare provider. The pt sample was repeated on another advia 1800 and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked and adjusted all probe alignments, adjusted the probe wash stations and cleaned the reaction tray wash unit (wud) probes. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.